Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient was experiencing a "zap" every now and then. This "zap" was clarified to mean that when stimulation was turned too high the patient would respond to feeling stimulation. The caller further reported that about 3 years prior to the call the device was not working. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.